Manufacturer narrative:
The device was found to activate when plugged into a generator. This was the result of an assembly error. The device has been redesigned to reduce the possibility of an assembly error that could result in this condition. This specific device was made prior to implementation of that re-design.

Event description:
The report stated that the device malfunctioned with the button on the device stuck. No one could remember if it was stuck on or off.